Event description:
Dealer is stating that the display on the joystick is giving squiggly lines. Nothing can be read off the display. If you turn the joystick off, and back on the screen will come up clear, but after time the squiggly will appear.